Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that the following morning after the implant procedure, no capture and high impedance was observed on the lead. Upon review, lead dislodgement was also noted. The physician decided not to take any actions at the time. Subsequently, the patient presented to the or with cardiac perforation. The lead perforated the myocardium. The lead was explanted and replaced. Patient is in stable condition.